Event description:
An obese patient with both legs amputated was placed on a bariatric bed with a turning matress, left unattended with all four side rails lowered, exited the bed and reopened a wound on the amputation site. At the time of the initial report, the patient was reported as doing well and still using the bariatric bed and mattress. Recently, additional information was received tht stitches were reportedly required to close the wound.